Event description:
Facility medwatch# 21002400-001-2012. It was reported that during a percutaneous coronary intervention procedure a guide wire tip detachment occurred. The target lesion was located in the heavily calcified right coronary artery (rca). When a 300cm luge guide wire was withdrawn from a unspecified balloon lumen, the tip of the guide wire was noted in the lumen of the balloon catheter. The tip of the wire was removed from the patient utilizing fluoroscopy. The patient's status is listed as fine. Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous coronary intervention procedure a guide wire tip detachment occurred. The target lesion was located in the heavily calcified right coronary artery (rca). When a 300cm luge guide wire was withdrawn from a unspecified balloon lumen, the tip of the guide wire was noted in the lumen of the balloon catheter. The tip of the wire was removed from the patient utilizing fluoroscopy. The patient's status is listed as fine. Additional information has been requested and is not available.

Manufacturer narrative:
Examination of the returned device revealed distal tip damage and spring tip detached from the tip, a fracture at 295.3cm from the proximal end. All outer diameter measurements were within the specifications. Sem analysis revealed failure occurred due to a fatigue event followed by a bending overload. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)